Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the biliary system on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost while advancing a spybite. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the biliary system on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost while advancing a spybite. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. A live, clear image was displayed. When the device was articulated, no issues were observed with physical connectivity of the device. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed no through-silicon vias (tsvs), redistribution layer (rdl), or camera wire damage at the camera on the distal tip. In the handle, no damage was observed to the printed circuit board (pcb). The camera wire was noted as possibly damaged in the breakout region. The handle was opened and the components within were visually inspected. The camera wire in the region of the breakout appeared damaged. The reported event was confirmed. The breakout region of the handle is the routing location for the camera wire, plastic optical fibers (pofs), and steering wires as those components exit the handle. Articulation of the device during procedure causes movement of all of these components in the region. It is possible in this dynamic setting that the camera wire can interact with the steering wires, pofs, or the edges of the breakout. The forces exerted on the camera wires during this interaction have been found to damage the jacket or the conductors within. If the jacket is compromised, the wires are no longer insulated and can come into contact with the steering wires, resulting in an electrical short that will cause the image to turn off if the camera wires are damaged, this results in an electrical open that will cause the image to turn off. An investigation is underway to address visualization issues due to camera wire damage or jacket damage in the breakout region. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.